Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: moisture corrosion was observed in the battery compartment and on the battery cap. The pump was unable to power up and was completely unresponsive. The remaining steps were unable to be completed for the reported short battery life due moisture corrosion found in the damaged battery compartment. The pump¿s cover was removed; moisture corrosion was found inside to the display screen and to the power circuit.